Event description:
It as reported that during a conversation with the user facility. A patient was not strapped to the cot, and the ambulance crashed causing the patient to fly forward off the cot into the paramedic in the bulkhead seat, injuring the paramedic and the patient died. Further information regarding this incident in regards to location, times, and additional details of this incident were not provided.

Manufacturer narrative:
The device catalog number has been added to section d. Attempts were made to gather information of the alleged event, however no additional information was available. H3 other text : device was not accessible for evaluation

Event description:
It as reported that during a conversation with the user facility. A patient was not strapped to the cot, and the ambulance crashed causing the patient to fly forward off the cot into the paramedic in the bulkhead seat, injuring the paramedic and the patient died. Attempts are being made to gain further information regarding this incident in regards to location, times, and the remainder of the details of this incident.